Event description:
The customer contact reported a disconnection. The primary tubing set was connected to the clave of an extension tubing set and was being used to deliver an unspecified volume of an unspecified solution. After two days in clinical use, it was reported that the nurse was notified that the pt's arm was wet. At this time, the nurse noted that the primary tubing set had disconnected from the clave of the extension set. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B) (4). (B) (4).